Event description:
It was reported the patient underwent convective radiofrequency water vapor thermal therapy procedure of the prostate. The patient was given prostate block or epidural, anti-anxiety medication, IV sedation and pain medication. A total of 12 treatments were delivered. No device observations or adverse event occurred during the procedure. The patient was discharged with an indwelling catheter which was removed 15 days post the index procedure. It was reported that 62 days post convective radiofrequency water vapor thermal therapy procedure, the patient experienced a single episode of epididymitis for which ciprofloxacin (unknown dose) was administered. The symptom was reported to have resolved 36 days post onset symptom. The patient symptom of epididymitis was assessed as possible treatment related and unlikely related to the device. The clinical end point committee (cec) adjudicated the epididymitis to be probable treatment related and possible device related.

Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-60797 the device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that 63 days post convective radiofrequency water vapor thermal therapy procedure, the patient experienced a single episode of epididymitis for which medication (unknown type and dose) was administered. The symptom was reported to have resolved 35 days post onset symptom. The patient symptom of epididymitis was assessed as possible treatment related and unlikely related to the device.